Event description:
A malfunction alarm was reported by the customer. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information, assisting the customer in resetting the pump, and the malfunction did not recur afterward.